Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. It was observed that the patient's implantable cardiac monitor was post-sensed t-wave oversensing. The programming recommendations were made and resolved the oversensing issue. The patient was reported stable.